Event description:
Event determined to be reportable based on analysis approved 07/21/2008: it was reported that during an unspecified procedure, difficulty tracking over the guide wire was encountered. The lesion was located in an unspecified diagonal branch of the left anterior descending (lad) artery. The percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. The physician "successfully wired the lesion in the lad" with the iq guide wire and another manufacturer's guide wire was advanced to the diagonal branch. Two 2.0 x 15 mm maverick balloon catheters were advanced to the lesions, one over each guide wire for successful pre-dilatation utilizing a "kissing" technique. An unspecified intra-vascular ultrasound (ivus) imaging catheter was advanced, however, the "catheter got caught up" at a point between the other MFR's guide wire and the diagonal branch. The physician again advanced a 2.0mm x 15mm maverick balloon catheter over the iq guide wire, however, it was not known how many inflations were made. A 2.75mm x 20mm taxus stent was successfully deployed "without incident" in an unspecified lesion. Upon attempting to remove the stent delivery system, the physician "found it gritty" while pulling the delivery catheter through an unspecified guide catheter. The physician felt that "there was something making it difficult to pull the catheters off the wire". The iq guide wire was removed an another of the same device was used to successfully complete the procedure "without incident". Not patient injuries or complication were reported. The patient's status is reported as "ok". Device analysis revealed damaged ptfe coating.

Manufacturer narrative:
Analysis of the returned device revealed elongation of the coils two inches from the distal tip. Peeled coating at the proximal side of the inconel tube was also evident. The ptfe was lightly scrapped with a wooden q-tip and proper adhesion was noticed. The outer diameter (od) of the guide wire was measured with a calibrated digital micrometer and found to be within specification. A review of the manufacturing record for this batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the peeled coating can be attributed to operational context.